Event description:
On (B)(6) 2012, customer reported that the probe area, on the act diff instrument, was leaking several drops onto the counter during the startup cycle. Customer also stated that the white blood cells (wbc) recovered low on controls. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the waste / diluent peristaltic pump tubing, the diluent input filters, and the probe rinse assembly. Fse ran startup and controls and all were within specifications. This resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).